Event description:
This complaint is now reportable based on the analysis completed on 06/12/08. It was reported that during preparation for a coronary stenting treatment procedure, the shaft of a 3.50x12 mm liberte bare metal stent was crimped when it was removed from the sleeve. The procedure was completed with another liberte stent. The device never entered the body. However, the returned product revealed stent damage.

Manufacturer narrative:
The condition of the returned unit was consistent with the complaint incident. An examination of the returned device found that the stent had been pulled distally on the balloon which resulted in the proximal edge of the stent being positioned approximately 5mm distal to the distal edge of the proximal markerband. The stent was severely bunched at its center. A clear impression was visible of where the stent had been crimped initially in its correct position. There was no evidence to suggest that the balloon had been subjected to any positive pressures. A detailed examination of the entire length of the shaft can confirm that no kinks or damages existed. A review of the manufacturing documentation for this particular batch shows that the device met its material, assembly and product specification. The most probably root cause for this complaint is handling damage.